Event description:
Customer reports he used his lancet device, went to squeeze his finger and the lancet had broken off into his finger while using the multiclix lancet device. Customer reports when he squeezed it the lancet came out. No medical treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.